Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak the cassette and solution bag their pd treatment. The patient reported that the cassette burst after it was removed from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that the bag did not burst or leak, but that it was the cassette that blew up like a balloon and was leaking fluid onto the floor when removed from the cycler. The bags were empty, there were no leaks from the bags themselves. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received the replacement cycler, however, has not completed a treatment on the cycler due to being in the hospital today, (B)(6) 2020, for a scheduled cardiac catheterization surgery. The patient¿s cardiac catheter placement was a scheduled procedure and not related to any fresenius product(s) or device(s). The bags and the cassette were discarded, and that the cycler was scheduled to be picked up.